Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: restenosis; no treatment. Device issue: no device malfunction was reported. It was reported via a trial that the pt underwent stenting of the pre-dilated mid rca in 2008. In 2009, the pt was hospitalized for chest pain radiating down the left arm. Cardiac catheterization the following day showed non-obstructive cad including 40% proximal lad stenosis and 40% in-stent restenosis of the xience v stent within the mid rca -target lesion. The in-stent restenosis was not treated. Cardiac enzymes were normal x 3 and the EKG was normal. The pt was discharged 3 days later. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Stenosis and angina, as noted in the xience v instructions for use, are known adverse events associated with coronary stenting. Also, stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. In this case, it is possible that the angina was a secondary effect of the stenosis, which required hospitalization. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.